Manufacturer narrative:
A review of tickets for lot 91010m800 did not identify an increase in complaint activity related to the complaint issue and there were no trends found for the issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 91010m800 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 91010m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 91010m800. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for architect ca 125 ii, reagent lot 91010m800. (B)(4).

Event description:
The customer reported falsely elevated architect ca 125 results on one patient. The results provided were: on (B)(6) 2019 on serial number (B)(4) = 53.4u/ml/ on sn (B)(4) = 14.3u/ml; repeated on (B)(6) 2019 sn (B)(4) = 55.2u/ml / on (B)(6) 2019 sn (B)(4) =51.6u/ml; second sample drawn tested on (B)(4) = 42.1u/ml / (B)(4) = 25.9u/ml; on another architect analyzer at a different site = 28u/ml. There was no reported impact to patient management.